Event description:
The patient reportedly began to experience sound quality issues and pain at the implant. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. The patient's parent reports that the patient's performance seems to have deteriorated. A decision was made to explant the device surgery to explant the patient's c1 device is to be scheduled.